Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional reported "ap flip (intact)" and "capsular contracture baker grade I". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Healthcare professional reported "ap flip (intact)" and "capsular contracture baker grade I". This record is for the left side. Device was explanted and discarded.